Event description:
The customer has been asked to send the meter back to lifescan for further investigation. If it is returned, it will be evaluated and additional information will be provided, if necessary.